Event description:
It was reported that (1) lcsb5 was during a lap nissen fundoplication procedure. It was reported by the rep that the device had a steady tone. It is unknown how the case was completed. There was no consequence to patient.